Event description:
The trilogy ev300 ventilator was evaluated by the manufacturer service technician, for the complaint of (when powers on the device gives a service required alarm) and the customer¿s complaint was confirmed. During the evaluation it was confirmed that a ventilator inoperative condition occurred. While reviewing the error logs the service technician observed error codes indicating (3 reboots occurred within 24 hours) and (the device software has detected a large pressure drop between the monitor and outlet pressure sensors). The device pending customer approval to be sent to the UK bench for follow up repairs. Additionally, error codes in relation to therapy buzzer and power buzzer failed were observed in the event log and the device failed an fi02 pre-test unrelated to the reportable malfunction. The system does not meet the specification for the performed service and is not returned to use. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was evaluated by the manufacturer service technician, for the complaint of (when powers on the device gives a service required alarm) and the customer¿s complaint was confirmed. During the evaluation it was confirmed that a ventilator inoperative condition occurred. While reviewing the error logs the service technician observed error codes indicating (3 reboots occurred within 24 hours) and (the device software has detected a large pressure drop between the monitor and outlet pressure sensors). The device pending customer approval to be sent to the UK bench for follow up repairs. Additionally, error codes in relation to therapy buzzer and power buzzer failed were observed in the event log and the device failed an fi02 pre-test unrelated to the reportable malfunction. The system does not meet the specification for the performed service and is not returned to use. If additional information becomes available, a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated by the manufacturer service technician, for the complaint of (when powers on the device gives a service required alarm) and the customer¿s complaint was confirmed. During the evaluation it was confirmed that a ventilator inoperative condition occurred. While reviewing the error logs the service technician observed error codes indicating (3 reboots occurred within 24 hours) and (the device software has detected a large pressure drop between the monitor and outlet pressure sensors). Inconclusion the trilogy evo - printed circuit board assembly was replaced to address the issue. Additionally, error codes in relation to therapy buzzer and power buzzer failed were observed in the event log and the device failed an fi02 pre-test unrelated to the reportable malfunction. Therefore, the outlet side panel, dual limb cup, buzzer assembly, fio2 tubing, three-way solenoid valve, and pm kit were replaced to address the issues. The device passed all test, and the system meets the specification for the performed service and is returned to use. The reported failure of (3 reboots occurred within 24 hours) and (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Box h coding is updated.